Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements which was detected via the patient remote monitoring system. Both intrinsic r-wave amplitude and shocking lead impedance measurements remain stable. The electrogram (egm) also showed clean signals with adequate sensing. The patient later presented for follow up and during pocket manipulation, high pacing impedance and noise were observed. Additional information was received confirming a continued increase in impedance measurements in the rv lead. The pocket was re-opened and it was discovered that the lead was dislodged. The lead was surgically abandoned and replaced, which resolved the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.